Event description:
The manufacturer received information alleging lung disease, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging lung disease, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information in section b5: the patient alleges his heart rate has jumped up and he is feeling weak each and everyday. Section b3 and g3 was reported incorrectly in previous report which is now updated in this follow-up report.